Manufacturer narrative:
D10 concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu, (lot# p5h1204) sigadaptstnd, sig power sigadaptstnd linear adapter, (serial# (B)(6)) sigmret, sig power sigmret manual retract tool, (lot# c4c7401x) sigphandle, sig power sigphandle handle, (serial# unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a surgical procedure using a reload with a powered stapler and standard adapter, the procedure was extended by 14 minutes due to difficulty retracting the knife blade after firing the reload. The reload could not be retracted, and the adapter became stuck with the load. Attempts to resolve the issue included resetting the retraction mechanism, removing and replacing the adapter in the retraction mechanism, and using manual retract tools; however, both manual retract tools split and broke during these attempts. Ultimately, the surgeon managed to release the tissue with forceps by slowly pulling it. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the manual retract tool was broken. It was reported that the instrument was broken. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur when excessive torque is applied to the manual retract tool. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.